Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Customer believed the cause to be related to the "dawn phenomenon." Additionally, customer had unrelated gastroparesis, which possibly contributed. Reportedly, the customer required assistance to treat bg level. No additional information was provided.